Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted two (2) years and five (5.17) months, was explanted due to unknown reasons and replaced with a 19mm aortic pericardial valve. There were no reported complications. Attempts to obtain device and additional information have been unsuccessful.

Manufacturer narrative:
DHR review. Additional manufacturer narrative - attempts to obtain additional information and explanted device have been unsuccessful. Without return of the explanted device or additional information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.